Manufacturer narrative:
(B)(4). Batch # r57w0d. Investigation summary: the analysis found that one ec45al device was returned with no apparent damage and with an ecr45b partially fired 1/10 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy procedure, the stapler locked and then it wouldn't unlock. The load locked and wouldn¿t unlock during the test before using the device. The device not stuck on tissue with the jaws closed. The red manual knife reverse switch was attempted but it did not function as designed and was stuck. "The jaws of the device did not open, they changed the cassette." There was no patient consequence.